Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient's ins floated a lot and moved significantly in their back. The hcp stated that the ins was not confined to a pocket and the patient had noticed this since the ins was placed. The caller stated that they did an x-ray and half of the implant was above the pelvis. The caller said that the patient reported this to the manufacturer representative (rep) and the rep told them that this was normal. The caller noted they had activated MRI mode and confirmed full body conditional status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.